Event description:
Caller reported that the t:slim x2 pump battery would not charge, with the screen remaining dark and unresponsive. The customer experienced an elevated blood glucose (bg) level of 525 mg/dl. The customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.